Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch verio 2 meter was reading inaccurately high compared to her feelings. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the product issue began on (B)(6) 2018 at 9:44 pm. The patient claimed to obtain a blood glucose result of "114 mg/dl" with the subject meter which did not correspond with how she felt. Meter to feelings comparisons do not meet the criteria necessary for lifescan to determine an inaccuracy. The patient reported that she manages her diabetes with an unspecified dose of januvia and glimepiride every morning and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient claimed that immediately prior to obtaining the alleged inaccurate high result with the subject meter she developed symptoms of "sweaty and perspiration". The patient reported self-treating her symptoms with a piece of candy and claimed to feel better afterwards. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurate result, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.